Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Explant date was unknown and unavailable. Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted upon exhibiting over-sensing. No further information was provided.